Manufacturer narrative:
The investigation has been reopened due to receiving product for evaluation. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Impacting head has snapped of metal base. This case has been reported by the loan kit technician during loan kit inspection.

Manufacturer narrative:
Examination of the returned device confirms the reported event of impactor breakage. The overall condition of the impactor would suggest wear out from normal to heavy usage over time and/or improper alignment during impaction. A search of the complaint database found similar events which were attributed to product wear out and or misuse. The root cause is attributed to product wear out due to heavy usage based on the condition of the returned device. Based on the root cause of product wear out due to heavy usage, corrective action is not needed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The reported lcs hp fem notch impactor was not returned for evaluation. Follow up communication for product return was unsuccessful. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via sep-(B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.